Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device's tip had broken off during the sterilization process at the account. A tip breaking off during a procedure could lead to infection. No known patient involvement or procedural delays were reported with this event.

Event description:
It was reported that the device's tip had broken off during the sterilization process at the account. A tip breaking off during a procedure could lead to infection. No known patient involvement or procedural delays were reported with this event.